Manufacturer narrative:
Investigation summary: two representative sample units were received for evaluation by our quality engineer. The returned customer samples were tested for penetration and peel back. Both samples performed per specification with no signs of damage to the injector port of the catheter. The silicon valve position was analyzed on the returned samples and the valves were found to be correctly assembled. Leakage testing was performed on both samples and no signs of leakage were observed. A device history record review did not reveal any issues during the production of lot number 18a0941j that could have contributed to the reported incident. One hundred retained samples of the same lot number were obtained from the manufacturing facility for visual inspection with no defects documented. Several factors are involved in the use of this product which may contribute to leakage including insertion technique, condition of the patient's skin, health of the patient, and et cetera. Based on the investigation results, a definite cause for the reported incident could not be determined. Complaints received for this device and reported defect will continue to be tracked and trended. The collected data is regularly reviewed by our quality team to identify emerging trends.

Event description:
It was reported that a bd venflon¿ catheter is leaking from the venflon injection port cap. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd venflon¿ catheter is leaking from the venflon injection port cap. There was no report of exposure, serious injury, or medical intervention.